Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 1.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation. The balloon ruptured. The device was removed, and there were no patient complications reported.